Event description:
The company received a report where it was claimed that the pilot balloon was leaking during patient use. The end clinician elected to extubate and reintubate with a replacement tube.

Manufacturer narrative:
(B)(4) is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.